Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. No information besides implant failure was received so far. Additional information and product return is requested. Follow-up report will be sent in case additional information will be received. Trend is tracked and monitored.

Event description:
It was reported that a patient experienced a dental implant loss.

Manufacturer narrative:
This is to correct and remove the codes that were initially reported - removing codes for: health effect - clinical code - 4580. Medical device problem code - 3190. The correct codes for this complaint are: health effect - clinical code -1930, 1932 and 2013. Medical device problem code - 2408. This is a follow up report for this corrected information.